Event description:
Diet counselor reported the cartridge of a demo infusion device "emptied by itself." The alleged infusion device is not for human use, and this was "explicitly stated" by a company representative before it was given to the diet counselor. Diet counselor reported the patient received training on (B)(6) 2011 at 11:00 a.m. After the training, patient's blood glucose level was 57 mg/dl. In accordance with the training procedure, patient remained in stationary treatment at the hospital for supervision. Patient started the demo infusion device at 3:45 p.m., and her blood glucose was 260 mg/dl. Blood glucose was 300 mg/dl at 5:00 p.m., and she administered 12 units of insulin via syringe. Patient had supper and ate 4 ke. She received further instruction from the diet counselor from 5:30-5:45 p.m. Blood glucose was approximately 30 mg/dl at 2:00 a.m. On (B)(6) 2011. She received a glucose infusion at 4:30 a.m., and blood glucose was approximately 50 mg/dl at 7:00 a.m. Diet counselor checked the infusion device and noticed it was in the stop mode and there was a cartridge empty (e1) error at 2:30 a.m. Diet counselor confirmed the cartridge was empty. Patient collapsed and was unconscious at 8:20 a.m. And was immediately transferred to the intensive care unit. Patient did not have an infection or start new medication, and the infusion device was not exposed to electromagnetic fields or water. The infusion device was requested for evaluation. No further information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.